Event description:
Caller alleged false negative hcg results for two pts. Results as follows: pt a went to the doctor for a procedure and obtained a false negative hcg results. Pt b went to the doctor to confirm pregnancy (13 wks pregnant). Urine samples were clear, freshly voided and tested immediately. Internal control line was evident; external controls were not run on kits. No pt samples available to submit for investigation. No specific pt info provided.

Manufacturer narrative:
Investigation pending.